Manufacturer narrative:
Image review: nineteen media images were provided. There was no computed tomography (CT) or executive summary provided for anatomical considerations. It was reported that during a transcatheter heart valve procedure, the valve was loaded slowly and, upon fluoroscopic examination, valve overlap exceeding the 4th node was identified. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the valve. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported the valve was returned and reloaded and subsequent fluoroscopy revealed overlap up to the 4th node. Evidence is consistent with a second misload. Evidence shows a pre- implant bav was performed. The valve was not reloaded and inserted into the body. Evidence is consistent with an infold at the point of no recapture. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. The infolded valve was recaptured and removed. A new valve was opened, assembled slowly, and delivered without infolding. No patient complications have been reported as a result of this event. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received confirmed the device in this report did not cause or contribute to a death or serious injury nor did the device in this report malfunction. This event relates to a misload between the delivery catheter system and valve. The valve implant team identified the misload during the fluoroscopic inspection of the valve load and the system was not used for the case. The valve was never inserted into the patient and there was no infold in the valve frame as previously reported. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A second paragraph was added. H6. Coding was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the vlv evproplus-34 valve was loaded slowly and, upon fluoroscopic examination, valve overlap exceeding the 4th node was identified. The valve was returned and reloaded and subsequent fluoroscopy revealed overlap up to the 4th node. When the valve was opened to 80%, it infolded. The patient remained stable with no instabilityor complications. A new valve was opened, assembled slowly, and delivered without infolding. No patient complications have been reported as a result of this event. Additional information was received to correct the previously documented narrative. The first valve loaded onto the first dcs (pli-20) was confirmed to be a misload via fluoroscopic inspection. The entire system was not attempted to be inserted into the patient, was not used for the case. A second valve and second dcs (pli-30) were loaded without issue. Fluoroscopic inspection of this system load was confirmed to be a good load. Therefore, the second system was used for the valve implant procedure.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop34 (0012516781); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut pro plus dcs; product ID: d-evprop34 (lot: 0012592494); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the vlv evproplus-34 valve was loaded slowly and, upon fluoroscopic examination, valve overlap exceeding the 4th node was identified. The valve was returned and reloaded and subsequent fluoroscopy revealed overlap up to the 4th node. When the valve was opened to 80%, it infolded. The patient remained stable with no instability or complications. A new valve was opened, assembled slowly, and delivered without infolding. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected data: continuation of d10 corrected from system reported to concomitant device: product ID d-evprop34 (lot: 0012592494); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.